Event description:
It was reported that during a shoulder arthroscopy the tip of the wand fell off. The procedure was completed with the same device and no significant delay or complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Please refer to the instructions for use for recommendations on ensuring the device's electrode integrity. A review of risk management files found that the reported failure was documented appropriately. Visual inspection under magnification of the wand shows extensive erosion of the screen/electrode with contamination/discoloration and scratch/scuff marks on the spacer and cap, the cap shows a hole ; there are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the wand was firing sporadically, there were sparks formed behind the burnt through hole. After 20-30 sec of activation, the controller alarms and shows the ¿wand short¿ error e4. The complaint was not verified hence the screen is still intact and no additional pieces were returned. Factors unrelated to the design or manufacture of the device which could have contributed to the observed findings include: (1) rate of ablation (2) fluid management (3) extensive use (4) hitting the wand against a hard surface such as a cannula. There are no indications to suggest that the devices did not meet product specifications upon release into distribution.